Manufacturer narrative:
An internal investigation was initiated following a customer report of a false resistant vancomycin result (mic>=32) for staphylococcus aureus from a wound culture in association with the vitek® 2 ast-gp67 test kit. The customer reported they are no longer seeing elevated vancomycin results for s. Aureus after repeating the test following the troubleshooting steps recommended by level 2 customer support. The implicated strain was not submitted for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gp67 lot # 1320879113 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of a (B)(6) result (mic>=32) for staphylococcus aureus from a wound culture in association with the vitek® 2 ast-gp67 test kit. Repeat test obtained the same result. Microscan coid provided mic result of 1 (susceptible). The customer performed the pbp2a test due to the fact that oxacillin was forced resistant based on the high vancomycin mic. Pbp2a test was negative. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. An internal biomérieux investigation will be initiated.